Manufacturer narrative:
(B)(4). The root cause of the reported condition of peritonitis was undetermined. The device involved in the incident was unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This report was received from (B)(6). This is a spontaneous report by a nurse from (B)(6) of peritonitis coincident with dianeal pd4 ultrabag, extraneal viaflex and nutrineal pd4 unknown bag therapies. In (B)(6) 2010, the patient began treatment with dianeal pd4 ultrabag (1.5 liters, frequency and lot number not reported), extraneal viaflex (2 liters, frequency and lot number not reported) and nutrineal pd4 unknown bag (2 liters, frequency and lot number not reported) intraperitoneally (ip) for continuous ambulatory peritoneal dialysis (capd). On an unreported date in 2011, the patient experienced peritonitis. It was unknown if a peritoneal effluent analysis and culture were performed. The cause of the peritonitis was unknown. It was not reported if remedial therapy was rendered, if dianeal pd4 ultrabag, extraneal viaflex and nutrineal pd4 unknown bag therapies were ongoing or if the event of peritonitis had resolved. The nurse did not provide an assessment of causality for the event of peritonitis.